Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an unrelated procedure, the pulse generator exhibited a diagnostics anomaly. It was noted that the device was exposed to electrocautery. After a device download, the pulse generator resumed normal function. The patient was stable post event and would continue to be followed normally.